Event description:
It was reported that the pt experienced coupling and communication issues. An overdischarge was suspected and the pt has had issues with the device flipping. A pocket revision was performed approx (B)(6)2010. Add'l info has been requested and will be made as f/u as it becomes available.

Manufacturer narrative:
(B)(4)